Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens (iol) appeared to have scuff marks on it. Reportedly, the lens was removed and replaced with a back-up lens. The patient was reported being fine. No further information was provided.

Manufacturer narrative:
Additional information: the customer confirmed during follow up that: there was no incision enlargement, sutures were not used and a vitrectomy was not performed. Device evaluation: product testing could not be performed because the product was not returned. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.